Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report that while wearing the acuvue oasys brand contact lens he/she had an os lens that ¿broke off in his/her eye after hours of wearing.¿ the pt reported that he/she experienced irritation, burning, tearing, blurry vision, eye pain, and redness. The pt reported that he/she ¿now has a spot in the eye and believes he/she has an ulcer.¿ the pt reported that he/she had to ¿wear it for a while¿ as the pt didn¿t have a replacement lens. The pt reported that he/she has a ¿white spot on his/her iris and is not sure if it is an ulcer or an abrasion.¿ the pt reported that his/her wear schedule is every 2 weeks replacement and does not sleep in the lenses. The pt reported that he/she was making an appointment with his/her eye care provider (ecp) today. The pt also reported that the suspect lens was discarded. A call was placed to the pts treating ecp on 02feb2017 and the following information was obtained as follows: the ecp reported that the pt was diagnosed infiltrates os and blepharitis. The ecp reported that the pt did not have a bacterial infection. The ecp reported that the pt was given tobradex qid os and no contact lens wear. The ecp also reported that the ¿lens was tight on the pts eye¿, but he/she did not fit the pt for the lens. The ecp also reported that the pt does have a ¿minimal scar that is not in the va.¿ the ecp reported that the pt had a follow-up exam on (B)(6) 2017 and the pt is to continue using the drops previously prescribed. The ecp reported that the pt had an additional follow-up appointment on (B)(6) 2017. On 14feb2017 a return call was placed to the pts treating ecp. The ecp reported that the pt rescheduled his/her follow-up appointment to (B)(6) 2017. The ecp reported that he/she will call to provide any additional information after the (B)(6) 2017 follow-up visit. No additional information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002pzg was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.